Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump received with cracked reservoir tube lip and minor scratches on display window.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.